Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the reported adverse events of abdominal pain, nausea, vomiting, and peritonitis, however, there is no documentation or evidence showing or indicating a causal relationship between the liberty cycler, and the abdominal pain, nausea, vomiting, and peritonitis. Additionally, there is no allegation against any fresenius products and the adverse events. There is, however, a probable relationship between the common gastrointestinal symptoms of abdominal pain, nausea, vomiting, and renal failure. Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. There were no indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The device was subjected to a simulated treatment test. The test was completed without any failures or problems. There were no fluid leaks in the cassette during the test treatment. The system air leak test and valve actuation test passed. An internal inspection of the returned cycler interior showed dull pump pneumatic tubing and brown discoloration on the hp2 filter. The cause of the discoloration could not be determined. The mushroom head check passed, but the glucose test had positive results. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would cause or contribute to the reported event of peritonitis.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was being treated for peritonitis as of(B)(6) 2017. The patient was experiencing nausea, vomiting, and abdominal pain. Peritoneal effluent fluid samples were collected for cell count, bacterial culture, and fungal culture. The patient was treated outpatient with intraperitoneal (ip) ceftazidine 1 gram for 2 weeks, and ip cefazolin 1 gram for 2 weeks. The nurse reported that the culture results were negative, however, the fungal culture needed to be repeated as the sample was unusable. The patient was continuing pd therapy.